Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an ischemic stroke on (B)(6) 2018. The patient was taking aspirin, warfarin, and heparin at the time of the event. The patient had idiopathic cardiomyopathy after the lvad was implanted on (B)(6) 2018 and complained about weakness around 9:00 am on (B)(6) 2018. At the time of this event , code 1 was called, and workup and management of the stroke was initiated, and the plan was to repeat a CT scan on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists stroke and neurologic dysfunction as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The patient remains ongoing on heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.